Event description:
Boston scientific received information that a patient went into atrail flutter (slow) 2-1 during lead insertion. Program to doi-rate decreased.(B)(6)canada event date (B)(6)2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).